Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code, indicating software error.there was no patient involvement. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). The investigation regarding the reported complaint has been finalized. The ventilator device was investigated at the hospital by our field service engineer (fse), no errors or fault was reproduced during the on-site investigation. The device control pc board was replaced according to the recommendation in the service manual as a precaution. The alarm can be confirmed by the review of the device logs, there are no other findings of alarms or generated errors in the logs. The investigation of the returned control pc(printed circuit) board cannot verify any errors, the board function was according specification. The root cause to the reported event cannot be confirmed by this investigation. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.